Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alert and the screen was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was continuously beeping so the customer changed the battery and got unexpected restart alert and after an hour the screen went blank. The insulin pump was beeping at the time of report and the customer declined troubleshooting as the customer did not have new battery to change. The insulin pump will not be returned for analysis.